Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during insertion. Symptoms/ ae: na. It was reported that during insertion into the guide catheter, resistance was felt and it was noticed that the xpert stent prematurely, partially deployed. The stent was discarded and a second xpert stent was used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.